Event description:
During a hepatectomy procedure, the device could not confirm staple line after firing. It seemed there was no staple in the device. Another device was used to complete the case. There was no adverse consequence to the pt.